Manufacturer narrative:
H3: one device was returned for repair in good condition. This device has not been serviced in the past. On accuracy tests, device failed with the delivery error of +9.06%, +9.00% and +8.75%. Reported problem was caused from out of specification expulsor. Replaced the expulsor to correct the issue and device passed all functional tests after the repair.

Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has failed test three times. There was no patient involvement and no patient harm/adverse event reported.